Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered anti-tachycardia pacing (atp) inappropriately for an supraventricular tachycardia (svt) episode, which accelerated the patient's rhythm into ventricular tachycardia (vt) and ventricular fibrillation (vf). The device delivered and exhausted therapy. Thereafter, the patient converted the arrhythmia on their own. Boston scientific technical services (ts) was consulted regarding therapy delivery. After reviewing the episode, ts confirmed that the device delivered therapy as programmed. No adverse patient effects were reported.